Manufacturer narrative:
One 10f arrive braided transseptal sheath was returned from the customer without the dilator. There were no other accessories. No visible blood was found on or inside the sheath. According to the event description summary, irrigation fluid was exiting through the sheath sidearm/hub junction. During the decontamination process, the sheath leaked immediately from the sideport tubing/hub junction when water was flushed through the sideport tubing assembly with a syringe. When viewed under a microscope, it was found that there was evidence of adhesive residue on the sideport tubing and on the hub stem. A tug test was performed by pulling on the sideport tube to hub connection and the assembly stayed intact. The tubing was inspected under magnification at the approximate leakage site and there were no visible pinholes in the tubing. It is possible that the pinhole is not visible and hidden under the hub stem. Another possibility is that there is a small void in the glue that allowed liquid to seep out. Two kinks were found on the sheath shaft which is indicative of mishandling. One kink was approximately 24.5cm from the tip and the other was approximately 17cm from the tip. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath leaked from the sideport tubing/hub junction. It is unknown if the leak was caused by mishandling during use out in the field or if there was a small void in the glue due to insufficient application. The sheaths are leak tested 100% by manufacturing and observed by qa at an aql level. No manufacturing rejects or anomalies of this type were recorded in the device history record. The sheath passed all in-process and qa final inspections steps. No manufacturing defects were found. Per manufacturing procedure (non-peelable sheath sideport assembly apply one drop of the adhesive on the pellethane side tube at a distance of 2- 3mm from the end. Spread the adhesive around the od of the tube by rotating the tube 360° while applying the drop of adhesive. Repeat the step by placing a drop of glue approximately 6-7mm from the same end, and spread the glue by rotating the tube while applying the adhesive around the od of the tube. Rotate the tube to ensure that the adhesive is applied all around the circumference of the tube uniformly. Fully insert the tube into the sheath hub sideport opening while rotating it 360°. Wipe away any excess adhesive sticking out of the sideport with a polywipe. After curing (undisturbed, for a minimum of 4 hours) test the joint of each part with a small tug, holding the tube in one hand and the stopcock in the other hand. Discard all parts that detach during the tug, do not attempt to cure parts again. Per qa procedure (introducer sheath, adelante breezeway, in-process and final inspection) perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. Per IFU sideport aspiration - aspirate the sideport when withdrawing the catheter, probe, or dilator to remove fibrin deposits that may have accumulated in or on the tip of the sheath. Sideport infusion - infusion through the sideport and catheter should be done after all air is removed from the system. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, fluid was observed around where the flush side arm tubing meets the hub of the sheath. The fluid was wiped off and it was assumed that the fluid was from the flushing and not leaking from the sheath sidearm/hub junction. The sheath was inserted into the patient. The irrigation process was started and it was observed that the irrigation fluid was exiting through the sheath sidearm/hub junction. The sheath was replaced which resolved the issue. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.